Event description:
Two stryker disposable suction irrigators stopped sucking during the laparoscopic procedure. They both would irrigate, but no suction. Batteries were fine. Filters and irrigation tips were checked. A third irrigator was open and that worked just fine. Irrigators are in the utility room for return/evaluation if needed.